Event description:
A surgeon reported the anterior chamber was unstable during a procedure and the system received a message code which required the bottle to be exchanged. The procedure had to be completed by converting to extracapsular cataract extraction with no pt harm reported.

Manufacturer narrative:
The company representative examined the system and no problems were found. The event log was reviewed with no system messages found related to the event reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).